Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas to report an alleged inaccurate delivery of insulin using the reported pump. On (B)(6) 2013 at 1:30 am the patient obtained the blood glucose reading of 229 mg/dl. At a later time ¿after waking up¿, the patient obtained the reading of 490 mg/dl and took a correcting bolus dose of 16.0 units insulin via a syringe injection. At that time, the patient experienced the symptoms of headache, frequent urination and severe thirst. Subsequent blood glucose levels for the patient were 497 mg/dl, 100 mg/dl and 108 mg/dl. The patient received advice and frequent telephone checkups from his hcp. Troubleshooting revealed the infusion set was changed and there were no issues, all pump settings, programming and date/time were correct, the patient¿s technique was correct, and the insulin was within expiration dating. There was no evidence the pump was not accurately and correctly delivering insulin. However, as the patient allegedly suffered symptoms and blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.